Event description:
During an attempted implantation of the subject lead, the physician decides to re-position the lead due to high shock threshold of pt. Damage was observed to the svc defibrillation electrode, so another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specs, with the exception of the identified damages to the lead defibrillation coil. This damage occurred during the implant attempt and is attributed to passage of the lead through a constricted opening during the implant attempt. Examples of constricted openings may be: a sharp bend in the introducer or some physiological feature, such as through the subclavicle region. The constriction to the body, as noted in the analysis may suggest the later cause (subclavicle constriction). The comments of the physician indicate that this occurred upon insertion as opposed to extraction, since the damage was observed through the x-ray. These damages are excluded as a mfg defect.